Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesions were located in the left anterior descending (lad) artery and left circumflex (lcx) artery. The lad was treated successfully with direct stenting using a 3 x18mm non-bsc stent resulting in timi iii flow. The non-bsc guiding catheter and pt2 guide wire were then used to cross the lcx lesion while another guide wire crossed the distal obtuse marginal (om) branch. A 3.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and the stent dislodged from its balloon. A 1.5x15mm non-bsc balloon catheter was advanced over the wire and inflated distal to the dislodged stent to extract the whole system through the femoral sheath. The lcx was treated with direct stenting using a 3x15mm non-bsc stent and a 3.5x15mm nc quantum balloon catheter positioned over the om wire opposite to the stent. Final kissing balloon technique was performed by simultaneously inflating the stent delivery balloon and the nc quantum balloon at 18 atmospheres. Final results were satisfactory with timi iii flow in the lcx-om and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was moderately tortuous and mildly calcified. When the physician attempted to recover the 3.00x16mm promus element¿ plus drug-eluting stent after it failed to cross the lesion, the device could not be removed through the femoral sheath and the stent dislodged from its balloon. The dislodged stent was not retrieved as what was previously reported; instead, when the physician attempted to recover the stent, it smashed in the left anterior descending artery and was lost in the blood stream.